Manufacturer narrative:
Additional information: field e1 initial reporter email updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented auto deflation issues. A surgical procedure was performed, and the device was replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented auto deflation issues. A surgical procedure was performed, and the device was replaced with a new ipp. No patient complications were reported.